Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an insulin occlusion occurred on an ilet using a contact detach 23"-6 mm infusion set, after which the system showed no insulin delivery following dinner and blood glucose rose above 400 until troubleshooting and subsequent complete supply change. Symptoms included hyperglycemia without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no medical intervention, and blood glucose reduction to 240 after actions taken. Investigation included remote data review, guided troubleshooting, and user-performed tubing prime with visible drops, followed by an infusion set and supply change. Investigation of this case revealed an occlusion that persisted until the infusion set and supplies were replaced, consistent with an infusion site or set-related blockage. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion resolved by supply replacement.